Event description:
While troubleshooting for high blood glucose, customer's mother reported a no delivery alarm in customer's insulin pump's history. Customer's blood glucose was unknown at the time of the alarm. The alarm was resolved with a complete set change. Customer was unable to troubleshoot for the past event. He was advised to call if it the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)